Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Multiple infusion set changes and a supply change was performed to address the occlusion alarms. Reportedly, the pump supplies in use during the occlusion alarm had been in use for more than 3 days. The customer's blood glucose (bg) level was in the high 400's mg/dl range and correction boluses were delivered via the pump to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.